Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The service maintenance actions performed by the field service engineer resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The reagent lot number is 663476. The expiration date was not provided. The field service engineer (fse) found that the degasser tank had failed and replaced it, and also adjusted the bead mixer rinse volume. The customer performed qc successfully. The investigation is ongoing. H3 other text : na.

Event description:
There was an allegation of questionable elecsys hcg stat test system results for 1 patient sample on a cobas 6000 e 601 module. The initial hcg result was < 1 miu/ml with flag. The customer questioned the result as the patient had a previous hcg result of around 2000 miu/ml two days prior. The sample was repeated and the repeat result was 3554 miu/ml. No questionable results were reported outside of the laboratory.